Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of eye irritation, nose irritation, dizziness, headache, cancer and squamous cell carcinoma(lung). The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was one error code found. The third-party service center concludes that they couldn't confirm the customer's allegation.